Event description:
Customer reports that her pet pump seems to have burned electrically in the back, as she was connecting it to the charger base. She claimed she heard a "pop". She immediately unplugged the charger base from the wall outlet. No injury occurred.

Manufacturer narrative:
Reference MFR complaint# wt1998-5-26-134. The pump & the charger were returned & evaluated. The charger section showed damage to the power cord at the strain relief. There appears to have been a short, due to the strain relief being over tightened. Co records indicate the device was built in 1996 & has not been returned for service since. Co is unable to determine who or at what point the strain relief was over tightened. It does not appear to be of mfg origin. The assembly procedure was modified 3/97, but the correction is not reflected because the device was never returned for servicing.